Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Subsequently, it was reported that the customer experienced low bg levels; cause was not known. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. No additional information was provided.